Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio mesh (device #2). An additional emdr was submitted to represent the sepramesh ip (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol sepramesh composite ip and ventrio on (B)(6) 2010 and/or (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4 (product catalog no., UDI no.), d6a, d6b, g3, g6, h2, h6, h10. This supplemental emdr represents the bard/davol ventrio mesh (device 2). An additional supplemental emdr was submitted to represent the sepramesh ip (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol sepramesh composite ip and ventrio on (B)(6) 2010 and/or (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 ¿ patient was diagnosed with incisional ventral hernia thereby underwent laparoscopic repair with implant of sepramesh ip (device 1). Per operative notes, ¿ the omentum was dissected free and hernia defect in underside of the abdominal wall was reduced. A piece of sepramesh ip (device 1) was placed and secured with sutures and tacked circumferentially. The fascia was closed and secured with sutures.¿ (B)(6) 2011 ¿ patient was diagnosed with ventral hernia thereby underwent laparoscopic converted to open repair with implant of ventrio mesh (device 2). Per operative notes, ¿in the midline, multiple dense adhesions were freed and subcutaneous tissues with hernia defect was reduced. An appropriate ventrio mesh (device 2) was placed and secured with sutures and tacks. The fascia was closed and secured with sutures.¿ (B)(6) 2011 ¿ patient was diagnosed with recurrent ventral hernia with infected mesh (device 2) thereby underwent open repair with removal of prior mesh (device 2) and implant of biological mesh. Per operative notes, ¿ through previous midline, hernia sac was resected and mesh (device 2) had failed and become detached from the right side of the repair. The mesh (device 2) was removed from the abdominal wall and purulent fluid was debrided from the mesh (device 2). Adhesions of viscera to abdominal wall were freed. A second piece of mesh (device 1) was noted at the inferior aspect of the wound that was well incorporated without any hernia. The recurrent hernia in midline was reduced and biological mesh was placed. The fascia and wound were closed and reinforced with sutures.¿ (B)(6) 2012 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of synthetic mesh. Per operative notes, ¿ in the upper midline, the hernia sac was reduced and all adhesions of viscera to anterior abdominal wall were freed. The posterior rectus sheath was closed in midline using sutures. A piece of synthetic mesh was placed over the posterior rectus muscle and secured in place with sutures. The anterior rectus fascia was reapproximated in the midline using sutures.¿